Event description:
It was reported that during device replacement for normal battery depletion (eri) the left ventricular (lv) lead post setscrew was difficult to remove and the wrench would not seat into the setscrew. Therefore the physician cut away the setscrew seal and picked debris out of the setscrew but it still wouldn't engage. Pressure was then applied which released the screw. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. It was also noted that there was grommet damage and the set screw had a rounded socket.